Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: can you clarify the procedure date was (B)(6) 2016? Were there any anomalies with the suture noted during use? How was the suture placed (interrupted or continuous)? Was the suture breaking during the procedure? Can you describe the appearance of the suture during the second procedure? What is the surgeon opinion for the suture breakage? Dr. Stated patient had abdominal procedure with removal of small intestine by third year resident on (B)(6) vicryl suture, code j880 using continuous technique to close the linea alba and the body wall. The veterinarian noted that there was no issue or anomaly noted with the suture prior to/ or during use and instruments are used to tie knots. She advised that there was no suture breakage during the procedure. Dr. Removed the body wall and reported that the suture was noted to be broken in the middle of the suture line with knots intact in the linea alba. Representative samples were examined for visual defects and none was found. The sutures were dispensed without problems and examined along of the strand and no defects or damage were found. According the samples conditions, no suture breakage were found on the unopened sample and met requirements.

Event description:
It was reported by a vet that a horse underwent an abdominal procedure with removal of small intestine strangulated by a lipoma on (B)(6) 2016 and the suture was used in continuous technique to close the linea alba and the body wall. The veterinarian noted that there was no issue or anomaly noted with the suture prior to/ or during use and instruments are used to tie knots. As reported there was no suture breakage during the procedure. Following the procedure, the suture was noted to be broken in the middle of the suture line with knots intact in the linea alba.